Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she is experiencing cloudy vision, puffy and burning eyes, and blurry vision. The consumer reports these events interferes with her wearing eye make up. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).